Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had frozen display. The customer's blood glucose value was 5.6 mmol/l. Troubleshooting was performed. There was response from all buttons. Insulin pump responded to remote bolus. Customer reported that insert battery alarm appeared on insulin pump screen. Customer reported that status screen, main menu, up or down arrows all buttons are responding. Time clock advances. The device will not be returned for analysis.